Event description:
It was reported that a pulmonary embolism occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman flx laa closure device & delivery system (wds) were used. The procedure went as planned and the closure device was successfully implanted in the laa of the patient. There were no complications that occurred during the procedure. The next day it was noted that the patient had suffered a pulmonary embolism. The patient remained in the hospital for an additional day while they were observed. The next day the patient was discharged from the hospital doing fine.